Manufacturer narrative:
Final analysis found that the proximal coil was fractured, and proximal and distal insulations were damaged at 18.5 cm from the connector pin due to sub-clavian crush. All wires of the proximal coil were fractured. There were no suture tie-down markings on the proximal insulation.

Event description:
It was reported that the lead exhibited low impedance of less than 200 ohms and high thresholds due to improper suturing of the lead during the original implant.